Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 6th february 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and that it had performed to specification up to (B)(6) 2017. On (B)(6) 2017 the device failed a self-test due to a low battery. The device was still in fault mode on (B)(6) 2017, when an increase in voltage was observed and the device was power cycled passing a self-test. The device records an additional three manual power ups later that day all under one-minute duration. The last log entry on (B)(6) records a manual power up under one-minute duration. After further investigation, it was found that the membrane of the device had failed due to a breakdown in the cross-over insulation resulting in leakage current. This had caused an excess current drain which led to the premature depletion of the returned pad-pak.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device will not switch on.